Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the leg, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient experienced symptoms including nausea, abdominal pain, vomiting, and headache. Ketone testing was performed and returned a positive result, though no specific values were reported. The patient was taken to the hospital, where a fingerstick blood glucose (bg) test showed a reading of 500 mg/dl. At the same time, the cgm device displayed a ¿low¿ reading. The patient was treated with an insulin injection and medication described as being for ¿detoxification,¿ though no further details were provided. The duration of the patient¿s hospital stay was not reported, and there was no documentation of additional medical evaluation or intervention. At the time of reporting, the patient was good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.